Event description:
The reporter states, that she obtained the blood glucose result of 640 mg/dl on the accu-chek advantage system. The result is outside the numeric range of 10-600mg/dl of the device. The reporter states, that she ate and felt better 2 hours later. The reporter did not disclose what she ate. No adverse event reported. New system sent to customer and return requested.